Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer changed pump supplies to resolve the issue. Reportedly, customer used the humalog insulin in the cartridge longer than the labeled 48 hours.